Event description:
It was reported that a remote transmission showed the device exhibited non-sustained rv oversensing due to post-paced t wave oversensing. Programming changes were discussed but not made at this time. No patient condition was reported.